Event description:
A report was received that the patient fell and landed on his ipg. The patient's fall was not device related. Patient felt a brief shock at his ipg site as he fell on it and after the implant would no longer charge. The physician explanted the patient's ipg and re-implanted a new ipg. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Explanted device will not return to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.